Event description:
It was reported during in clinic follow up that the atrial lead exhibited high capture thresholds and was inappropriately capturing the right ventricle. Chest x-ray revealed the lead had dislodged. The lead was explanted successfully. The patient was stable and asymptomatic.